Event description:
Complainant alleged that during biomed testing, the device failed the 30 joule self test by allowing 100 joules to be delivered into the test port. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.